Manufacturer narrative:
Device was not returned for additional evaluation and investigation. As device information was not provided, a review of the device history record could not be performed. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: complaint (B)(4).

Event description:
Voluntary medwatch report mw5152275 was received and reported: it was reported the pump implant in 2016 was aborted due to yeast infection. No other information provided. Per the hcp, the pump implant procedure pushed through in 2017 wherein a flowonix pump was implanted. The pump was noted as being explanted in 2024.